Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. . During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.